Event description:
Customer reported a communication error during fluoro. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. System operates as intended. .